Event description:
An incident with speeding pump. "The nurse reported that during selft-test, the dialysate and replacement pump started to speed. She did not see the filter clear out as the replacement pump was set in post dilution. The machine then triggered some pressure related alarms. The nurse decided to stop the treatment and give the blood back."